Event description:
The customer reported a failure in the AED mode for this defibrillator. There was no negative patient impact.

Manufacturer narrative:
(B)(4): the customer reported a failure in the AED mode for this defibrillator. There was no negative patient impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.